Manufacturer narrative:
(B)(4). Analysis description: the product was returned for analysis but was lost during the decontamination process of the analysis lab.  As a result, the product was not tested and analyzed for the reported complaint.

Event description:
It was reported that during implant, a portion of the suture sleeve broke off when a suture was tied. The portion of the suture sleeve was removed. There were no adverse consequences to the patient.